Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported that while in the operating room (or) the pt was given general anesthesia. The spinal catheter was inserted via the lumbar area. After the spinal catheter was inserted the pt continued to feel pain. As a result, the md proceeded with general anesthesia. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay/interruption in therapy, however there was no harm to the pt. There were no pt complications and the pt outcome is listed as "pt received general anesthesia."